Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed the allegations from the customer. Angulation in all directions did not meet the standard value due to wear on the angle wire, the play in the angulation knobs was out of standard due to deformation of the bending tube, and the adhesive on the bending section cover was detached. In addition, the suction cylinder was shaved due to being scraped with a cleaning brush, water removal ability did not meet the standard due to the nozzle being clogged, the connecting tube, distal end cover, and switch one were scratched due to handling, the color ring was cracked due to physical stress, there were black dots in the image due to damage on the charge coupled device unit, and the device leaked due to deformation of the right/left and up/down knobs and deformation of the electrical connector. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that there was play in the angulation of the subject device and angulation was reduced. The customer also reported there were irregularities in the appearance of the adhesive on the bending section. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.